Event description:
The customer reported a false positive patient result with the ID now covid-19 assay performed on an unknown date on a nasopharyngeal swab. Repeat testing was not performed. Pcr confirmation testing was performed on an unknown date using a nasopharyngeal swab that generated a negative result (CT values not provided) . It is unknown whether the ID now and pcr tests were performed on the same day, but the test date cannot be recalled by the customer. The customer stated the patient was symptomatic. The customer confirmed was no death, serious injury, or delayed treatment on this issue.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The information to enable further investigation, such as kit lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints with these trend codes are monitored to identify and track any out of trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as no information was provided for investigation. Similar product to 190-000.